Manufacturer narrative:
A complete analysis and testin gof the insulin pump showed it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No excessive no delivery alarm noted. All programmed basals and boluses delivered and recorded properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having problems with the insulin pump. The caller was getting the no delivery alarm frequently. The customer stated that she programmed a bolus and five seconds later the device will beep that is done, but she knows it was not enough time to deliver it. The bolus history was not accurate. The customer did fill the reservoir for two days worth of insulin, but on the third day she still has a lot of insulin left. The customer does not feel she is getting her basal and her blood glucose has been real high between 250 and 350mg/dl. No further information was provided.